Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant of the right ventricular lead several positions were tried without success. The physician complained that when the stylet packaged with the lead was inserted into the lead, there was still a curve at the distal end of the lead. It was also reported that when the lead was removed through the sheath, the helix was extracted approximately 2 millimeters without the rotation tool being used. The physician was concerned that this could result in perforation. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.